Event description:
The reporter stated that he did back to back blood glucose test, within 10 minutes, using different fingersticks, and got results of 72 and 140 mg/dl. No symptoms were reported. Reporter did not have any new test strips nor control solution for testing.